Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first fire at the antrum of the stomach on a laparoscopic sleeve gastrectomy, the stapler was able to fire but the reload locked up and didn't close well. Another cartridge was used to complete the case. There was no patient injury.